Event description:
The reporter stated that the device result was 590 mg/dl. The customer called the paramedics and they checked her glucose and the result was lower than her device. She was transported to the hospital for monitoring.